Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced a pressure regulating balloon (prb) migration from the retropubic space to the small bowel after radiation. A surgical procedure was performed in which the artificial urinary sphincter (aus) was removed at an unknown date. In a following surgery, a new system was replaced with no further complications.